Event description:
It was reported while using BD Vacutainer® SST¿ II Advance Plus Blood Collection Tubes, an unspecified number of tubes exhibited fibrin strands resulting in an instrument error or a discrepant result. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: Date of Event is unknown. The Date Received by Manufacturer has been used for this field.A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.